Manufacturer narrative:
This report originally filed as MDR no. From site 1644019-2023-00037. A sample was not received at the manufacturing site for evaluation for the report of the doctors are having some concerns that maybe the blades that we are getting in the packs are dull; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the doctors had a concern that might be the blades which were received in the paks were found to be dull. The procedure details and there was no report of patient harm. This is one of three reports.